Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history record: device history lot this mre review is for sterilization procedure only, part: 04.005.528s, lot: 9345295, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 29.january 2015, expiry date: 01.january 2025. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured in mezzovico. Part: 04.005.528, lot: 9198755, manufacturing site: mezzovico, release to warehouse date: 09.october 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that the patient underwent an unknown surgery with the trochanteric femoral nailing system advanced (tfna) long for a femoral subtrochanteric fracture on (B)(6) 2019. During distal side stopping, the surgeon made a preliminary hole with a bone punch and then drilled the bone with a radiolucent drive with a trauma recon system (trs) and measured the depth. The surgeon then attached a locking screw into an inter-lock screwdriver and then tried to insert the screw into the bone. When the screw reached the nail, the screwdriver could not rotate further and the screw could not advance. This occurred at two distal holes out of three. Finally, the surgeon was able to insert a screw in the middle hole out of the three distal screws and not at the other two distal holes. According to the surgeon, the screw came off the inter-lock screwdriver many times when he was trying to insert the screw. Two screw holes remained open. The patient is in the hospital and non-weight bearing will be extended longer than originally expected since the distal side stopping was done by one screw only. The surgeon commented that the screws should have attached to the screwdriver more firmly and the nail might have been tilted during screw insertion causing misalignment of the hole direction. There was a surgical delay of sixty (60) minutes. Procedure and patient outcome are unknown. Concomitant device: tfna nail (part/lot unknown, quantity 1); screw (part/lot unknown, quantity 1). This report is for a locking screw. This is report 2 of 4 for (B)(4).